Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was using device updater to update their pump, the pump would not reboot after the manual reboot pump step. Reportedly, the pump shut off and the customer was unable to continue the update process. After the customer attempted unplugging the pump and plugging it back in, the pump did not wake up. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.